Event description:
A malfunction was reported on a customer's pump, marked by malfunction code 1, which persisted even after a reset. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, confirmed relevant shipping details, and replaced the malfunctioning pump. The customer understood instructions for putting the faulty pump into storage mode before returning it and agreed to use multiple daily injections as a backup therapy until the new pump was received.